Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024 the patient experienced vomiting, gastritis, and extreme intestinal pain. The cgm was reading 49 mg/dl and the blood glucose reading was 300 mg/dl. The patient went to the hospital and was admitted for 4 days. Hyperglycemia was treated with unremembered insulin. The record documents treatment with sulcrate and unremembered medication. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - appropriate term / code not available FDA code: 4581 will be replaced with clinical code e1012 gastritis

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.